Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. C1: cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. H3: code "other" was selected as the medical device remains implanted. Return not possible. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2024 fsa was contacted by the reporting dr. They had friday to reline the viabahn® vbx device implanted on (B)(6) 2024. The viabahn® vbx device shifted a bit in the native artery but it was still in it. There was no need to remove the device. The viabahn® vbx device was relined with a pahr080502e and a 0880 innova bare stent at the distal point. Overlap between vbx and vsx is at 1.5 cm. Patient is doing well.

Manufacturer narrative:
The vbx device IFU was reviewed with respect to the complaint detail for the applicable region and time period, and the following IFU statements were identified as related to the failure mode(s) in this complaint: ¿special care should be taken to ensure that the appropriate size endoprosthesis is selected prior to introduction. Native vessel dimensions must be accurately measured, not estimated. Failure to follow the appropriate device sizing recommendations or failure to ensure proper device placement, including overlap conditions, prior to deployment can result in ischemia, vessel damage/rupture, and related serious harms, potentially necessitating additional endovascular procedures or surgical intervention.¿ ¿under-sizing of the endoprosthesis relative to the vessel diameter may lead to endoprosthesis migration.¿ emdr section h6 codes updated to reflect results of investigation.